Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon was using non-medtronic screws and driver for the procedure with the navigation system and tracker. The surgeon stated that two of the screws were placed a little too medial on the patients left side, c7 and t1. All other instruments were noted to be accurate. The surgeon used the same driver to take out the screws, and everything appeared to line up perfectly. The surgeon placed the new screws perfectly with no issue. There was delay of less than one hour.